Manufacturer narrative:
Carefusion complaint #: (B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported that the vela ventilator displayed "vent inop" and "circuit occlusion" alarms during testing of the device. The customer attempted calibrations but they did not correct the reported issue. The customer reported no patient involvement.

Manufacturer narrative:
The failure analysis laboratory (fa lab) received the suspect component and installed in a known good unit. The device was powered up and the transducer (xdcr) fault was displaying. The fa lab determined that the root cause of the failure was due to a failed pressure xdcr.